Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure an ophthalmic regulator knob was fallen off and it could not dispense the perfluropropane (c3f8). The procedure was completed using silicone oil for the patient. There was no harm to the patient.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. With the information provided, the customers¿ reported event was not able to be confirmed. A check of the batch production record for this lot, showed no unusual manufacturing issues. A check of the complaint records showed (B)(4) complaints against the same lot number. A check of confirmed complaints showed (B)(4) similar complaints. There was no sample returned for this investigation. With no additional, related information provided, the customer reported event was not confirmed. Based upon the information obtained, the root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).